Manufacturer narrative:
The device was returned to zoll; the malfunction was not duplicated. However, it was observed in non-rescue mode. The device was throughly tested without duplicating the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.